Manufacturer narrative:
(B)(4. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic liver resection, while on the liver, the device was a powered stapler, they had issues firing the reloads. The error message they kept getting was a graphic for excessive force. They tried switching handles, shells, and adapters. The error happened intermittently and it was very difficult to fire. They always used the reload on this type of tissue. They tried two other reloads of different size and got the same error. The surgical time was extended by 30 minutes or more due to the product problem. They had to convert to an open case due to the device problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.